Manufacturer narrative:
Product complaint # ==> (B)(4). Procedure date - (B)(6) 2019. The patient demographic info: age, weight, bmi at the time of index procedure --43, other information unk. What was the date of the initial abdominal salpingectomy procedure? --(B)(6) 2019. What tissue layer was the vicryl plus suture used on during initial procedure? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was the suture placed (interrupted or continuous)? Unk. Were cultures performed of the exudate? --unk. What were the results? --unk. What was the appearance of the suture during the second (debridement) procedure? --unk. Can you explain the ¿incision was split¿ and how much in cms? --incision skin, subcutaneous adipose layer and anterior sheath all split what was used to resew the wound after the ¿incision was split¿? Unk. What was the indication for suture removal one month post op? Actually suture was removed 10 days after the second time sewing. Other relevant patient history/concomitant medications/ prior surgery --unk. If applicable, will product be returned, return date, tracking information? --unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Device extrusion. What is the patient¿s current status? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ma8315, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what was the date of the initial abdominal salpingectomy procedure? What tissue layer was the vicryl plus suture used on during initial procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? Were cultures performed of the exudate? What were the results? What was the appearance of the suture during the second (debridement) procedure? Can you explain the ¿incision was split¿ and how much in cms? What was used to resew the wound after the ¿incision was split¿? What was the indication for suture removal one month post op? Other relevant patient history/concomitant medications/ prior surgery if applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: event related to debridement reported via medwatch 2210968-2019-86163; event related to incision split and wound resuturing reported via medwatch 2210968-2019-86164.

Event description:
It was reported that the patient underwent bilateral abdominal salpingectomy and pelvic adhesions release on an unknown date and suture was used. The suture was rejected after sewing the wounds. A small amount of exudation was issued from the abdominal incision when about to remove the suture ten days after the surgery, so debridement was given. The incision was split several days later. The patient¿s wounds were sutured again. After removing the suture a month later, hypoechoic masses were seen above the original incision of the abdominal wall on the patient. Abdominal incision suturing was given to the patient. Then the patient¿s condition changed better. Additional information has been requested.